Event description:
In the back by the release lever there's a bolt that comes out of the motor and a screw that screws onto it. It stops the plate from turning all the way around. The screw has come out and now doesn't lock the drive and wiped out the motor.